Event description:
A thoratec ventricular assist device was not sending a "fill signal" and this produced an alarm. The device function appeared normal, and [there was] no change in the pt's condition. All attempts to resolve were unsuccessful. Thoratec's emergency line was called, but could not resolve over the phone. Thoratec [is going to] investigate and make adjustments accordingly.